Event description:
It was reported that a pump intermittently turns on and off without user input.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and found the evaluation confirmed that while operating on power supplied from a battery module only, the device is able to power on without user input, enter sleep mode and shutdown without user input. It was also observed that the device alarmed for "check battery." The cause was determined to be contact between the scanner bracket screw and the 2 traces of the backflex causing shorting.